Event description:
It was reported that the customer had difficulties to turn off the plunger. Bubbles and insulin was leaking from the reservoir. It was stated that the customer tested with several infusion sets, but the problem persisted. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.